Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery would come out of the insulin pump and it would not deliver insulin. Therefore, the customer had to prime again. The insulin pump rewound on its own. Customer's blood glucose level was 285 mg/dl. The customer treated his blood glucose level with the insulin pump and shots. The insulin pump had a crack in the chamber. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.